Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: anisomastia, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 385cc mentor memorygel breast implant prosthesis. Post-operatively, the patient desired a bilateral mastopexy and larger breast implants. As a result, the patient underwent bilateral removal and replacement with 535cc (left-sided) and 595cc (right-sided) mentor memorygel xtra breast implants on (B)(6) 2024. During the surgery, a ruptured left breast implant was discovered. There were no reported procedural delays or patient consequences due to the discovery. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2024-02038 for the contralateral event.

Manufacturer narrative:
On february 22, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant have a tear on the posterior view within an area of siltex cracking, measuring approximately 0.7 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).